Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for it to respond. The device turns on when plugged into a power source. There was no impact to customers blood glucose level.